Manufacturer narrative:
(B)(4): further information was received from a physician. Eleven days after the patient experienced peritonitis, the patient died. Two months prior to the initial report for the peritonitis, the patient began peritoneal dialysis (pd) treatment with dianeal pd4 1.5% (1500ml, 3 times per day, lot number not reported) intraperitoneally (ip) for renal amyloidosis. Per the physician, on an unreported date, the patient was immune compromised which was an accessory symptom of the patient's pre-existing condition of renal amyloidosis. Two months after beginning pd therapy, the patient experienced peritonitis. On the same day, the patient was treated with antibiotics cez (cefazoline sodium) and ceftazidime (doses, frequencies, and lots not reported) ip for the peritonitis. Six days later the patient's treatment with ceftazidime was stopped and two days later the patient's treatment with cez was stopped. One day after the stop of cez, the patient was started with antibiotic ciprofloxacin (dose, frequency and lot not reported) ip for the peritonitis. The next day, the patient experienced decreased blood pressure and one day later, the patient died due to cardiac amyloidosis (onset date not reported). Treatment rendered for the cardiac amyloidosis was not reported. An autopsy was not performed. Dianeal therapy was ongoing until the time of death.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal therapy for chronic renal failure. Action taken with dianeal therapy was not reported. During a call with baxter (B)(4)technical services, the following was reported. On an unreported date, the patient was hospitalized for peritonitis (onset date not reported). The cause of the peritonitis and treatment were not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). This case was medically confirmed by a healthcare professional.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.